Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and found the host pc did not boot or show a status light. Upon troubleshooting, the drive powered on, and system booted normally. Functions tested, backup created, system returned for drive and pc replacement. Customer advised against power cycling until replacements in next order. To resolve the issue, the fse replaced the host pc and hard disk drive, loaded a new license file and the part is return for further analysis, but no failure found. After fse replaced the host pc and hard disk drive, the system was returned to use in good working. The codes were updated based on the investigation outcome.